Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve positioning), in addition to patient factors (¿heavy¿ valvular calcification) likely contributed to the too atrial position of the initial valve and resulting pvl. Placement of a second 29mm sapien 3 valve resolved the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during an off-label transcatheter mitral valve replacement (tmvr) procedure, a 29mm sapien 3 valve was deployed in the native mitral valve in a too atrial position, resulting in paravalvular leak (pvl). A second 29mm sapien 3 valve was deployed to resolve the pvl. At the time of the report, the patient had been discharged to home and was doing well. Both valves remain implanted in the patient. The native mitral valve diameter measured 29mm. ¿heavy¿ valvular calcification was reported. It was perceived that the initial valve positioning caused the valve malposition and resulting pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.